Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport clearvue slim. Prior to the procedure, it was noticed that there was some white powder located in the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one power port clear vue slim port kit with all the components including port and catheter were returned for evaluation. Visual and microscopic visual evaluations were performed. Gross examination of the port body showed no puncture access of the port septum. Unknown white colored foreign material was noted the port septum and port stem. Residue was noted the catheter segments as well which was different from foreign material noted on the implantable port returned. Manufacturing review was performed and it shows that the use-related residues were identified. It revealed and verified the presence of white colored foreign material. Therefore, the investigation is confirmed for the reported white powder located on the device issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport clearvue slim. Prior to the procedure, it was noticed that there was some white powder located in the catheter. The procedure was completed using another device. There was no patient contact.